Event description:
Caller came home from hospital same day as the procedure and found the post-op incision on her inguinal was bleeding. She contacted the hospital and was rushed off the phone after being told she was ok. The caller stated she felt pain, throbbing, and a hard sensation "like a quarter" at the wound site. The caller visited the doctor and he insisted she was fine without a full examination of the wound. She called the manufacturer, left a message and has not received a return call. The caller is worried she may have a blood clot and is concerned that the doctor used the device despite evidence at 83 percent of patients at her age experience complications,